Event description:
It was reported that during stock rotation analysis the pacemaker was found to be in back-up vvi due to non-maskable interrupt. There was no patient involvement.

Manufacturer narrative:
The reported event of transient non-maskable interrupt (nmi) was confirmed, however the back-up vvi was not confirmed. The device was received operating above elective replacement indicator. Analysis of the device image found transient nmi memory errors registered in the device memory consistent with an integrated circuit anomaly. The transient nmi could not be reproduced. Longevity assessment was performed, and device has appropriate remaining longevity. Visual examination, electrical and mechanical analysis indicated normal device functionality.